Event description:
Additional information received reported that no culture was done. It was noted that the location of the infection was at the implantable neurostimulator (ins) site. It was noted that the patient was put on antibiotics and fully recovered from the infection. It was noted that the patient was doing well now and was getting good therapy.

Event description:
It was reported that the entire pain stimulation system implant had been explanted due to infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. (B)(4).